Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots. No devices will be returned for analysis. The devices were not saved.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device fired scissored clips. The surgeon pulled a second device and it spit clips and the clips that did fire, were not closed at the proximal end. Case completed with a competitor's device. It is unknown if a cholangiogram was done during the procedure. There were no patient consequences reported.